Event description:
It was reported the speaker is defective. It is unknown if the device was in clinical use and there was no adverse event reported.

Event description:
It was reported the speaker is defective. It is unknown if the device was in clinical use and there was no adverse event reported.

Manufacturer narrative:
Phone number (B)(6). A follow up report will be submitted once the investigation is complete.